Event description:
It was reported that the battery voltage of the device was low, but elective replacement indicator was not tripped. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the battery voltage of the device was low, but elective replacement indicator was not tripped. The device remains in use. It was later reported the device was explanted and replaced having reached elective replacement indicator early due to high battery impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.